Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose level. Customer's blood glucose level was 39 mg/dl. Customer stated that she was on a trip and her blood glucose was low. Customer treated with some juice and crackers and still felt bad. Customer stated that the sensor did ot react to the low and did not alarm the customer. Customer was not admitted as in inpatient for medical treatment. Customer had an appointment and will call back to complete troubleshooting. Customer will review sensor carelink information regarding the lack of the alarm. No additional information provided.